Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being taken to the hospital due to high blood glucose. Customer's blood glucose level was not reported. Customer reported that high blood glucose was due to not having enough insulin in reservoir and infusion set being worn for more than three days. Diabetic care manager was contacted via e-mail requesting a call to healthcare professional. Customer declined troubleshooting.